Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Requested but not available at the time of this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing date was not included in the initial MDR. The date of 11/11/2014 has now been provided in this submission. Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he used catalys system to create incision that was difficult to open and the incision ended up with an extension anteriorly requiring a suture.